Manufacturer narrative:
Reportability decision has been changed from malfunction - reportable to not reportable - no malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, the surgeon was able to squeeze the handle but the device did not fire. The handle broke off. Another device was used to complete the case. The surgical time was extended for 30 minutes or more. There was no patient injury.